Event description:
It was reported that the "bearings on the attachment are coming out." There was no information provided regarding the timing of the event or any patient involvement. It is unknown if an identical spare device was available for use. There was no patient harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. The customer's reported complaint was confirmed. A functional assessment was performed and the attachment failed the cutter insertion assessment test. This is due to normal wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.